Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(4). Lot: 7076399.

Event description:
It was reported that the deep brain stimulation (dbs) leads placed at the patients subthalamic nucleus (stn) were unable to control the patients right arm tremor. The physician determined that leads placed at the ventral intermediate nucleus of the thalamus (vin) would better control the patients symptom. Therefore, the patient underwent a lead revision procedure where the two leads were explanted and the new leads were positioned at the vin. Post-operatively, the patients tremor in both arms was greatly reduced. The explanted leads will not be returned as they were discarded by the medical facility.